Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shows the initializing screen without manual restart. No additional event or patient information is available.no product or data was provided for evaluation. The complaint confirmation of the receiver showing initializing screen without manual restart could not be determined. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Initially it was reported the patient was experiencing a receiver shows the initializing screen without manual restart. However, after further investigation this is a non-reportable complaint with the patient actually claiming receiver stuck on initialization screen. The report bears no information to be deemed a reportable complaint making this a non-reportable event.